Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3842 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that "when this catheter was in this patient, serious blood reflux occurred. Frequent blood refluxes in the catheter were observed, which affected the treatment and catheter indwelling."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a defective valve was inconclusive because the complete occlusion of the device prevented functional testing of the valve. The product returned for evaluation was one 3fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Blood residue was abundant throughout the catheter shaft. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded by blood products. Microscopic inspection of the valve was unremarkable. The valve slit appeared well formed. The valve length was measured and found to be within manufacturing specifications. The valve appeared to have been formed correctly during device manufacture; however, the valve function could not be tested because the catheter was fully occluded by blood products. Consequently this complaint is inconclusive at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that "when this catheter was in this patient, serious blood reflux occurred. Frequent blood refluxes in the catheter were observed, which affected the treatment and catheter indwelling."